Event description:
Twice during a single cataract extraction procedure, the needle from this pack clogged and needed to be reprimed. The capsule broke and an unplanned vitrectomy was performed. The procedure was completed without further incident.